Event description:
It was reported the patient was complaining of pain and the patient was not aware if pain from internal neurostimulator (ins). The ins was scheduled to be removed (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v705572, implanted: 2011-(B)(6), product typ lead product ID 3037, lot# serial# (B)(4), product typ programmer, (B)(4).